Event description:
It was reported that the customer was in the emergency room due to high blood glucose of 396mg/dl, and she was treated with manual injections. The customer experienced ketones and vomiting. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Assisted the customer to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. Advised the caller that the insulin pump is functioning as designed. Instructed the mother to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.